Event description:
It was reported that the patient received inappropriate shocks due to lead fracture in the right ventricular lead. The patient experienced dyspnea. The lead was explanted and replaced. At post op follow-up the patient was in stable condition without symptoms and was discharged home.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.